Event description:
It was reported that the patient's device was replaced and due to low battery. The generator was returned and underwent product analysis . The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. Residual material on the printed circuit board assembly (pcba) resulted in increased current consumption for standby and pulse modes of operation. Due to the presence of the contaminants, the generator failed several electrical tests. After the contaminants were cleaned the device passed the same electrical tests. Based on the electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical and resistive paths were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. No other relevant information has been received to date.